Event description:
It was reported that an ilet bionic pancreas with serial number a110539 exhibited a display malfunction in which the screen intermittently showed no display and glitched, leading the user to discontinue ilet use for months and administer insulin by pen while the care team advised replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention beyond reverting to pens, and no hospitalization. Investigation included device replacement logistics and instructions for data sync, device shutdown, return of the original unit, and re-initiation of therapy on the replacement device. Investigation of this device revealed a probable device display failure consistent with an unresponsive or malfunctioning sleep/wake interface and associated screen hardware or firmware behavior, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem, with root cause undetermined pending further evaluation.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."